Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh90t01 lot# serial# (B)(6) implanted: explanted: product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received regarding a patient's external device. It was reported that the patient stated for "about a month" they had been having issues getting connected to the pump. Patient stated they would get to 90% and then it just stopped. Patient also stated they has spent 15 minutes trying to get a bolus. Patient stated when they are unable to connect they would turn off handset and leave it off for 5 minutes and try again. Agent asked if the issue was getting worse and patient states it was not getting worse, but it was happening about once a week for the past month or so. Patient mentioned they could get a maximum of 18 boluses per day in the 24 hour period but sometimes only use 14. Patient service walked patient through toggling airplane mode on and off and patient was able to connect to the personal therapy manager (ptm) right away and see their lockout time. The troubleshooting steps that were ta ken on the call resolved the issue. Patient to continue to monitor and call back if issues persists. Additional information was received from a consumer (con) stated that he was still having issues at least once a week where he tried to connect to the communicator, and it would not and he will have to turn off the handset "for about 5 min and then typically he can connect". However, while on the call, the patient was able to connect to the pump and request/receive a bolus. The agent transferred to hcit for additional troubleshooting